Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the complaint sample revealed cracked vial retainer. The root cause of the cracked vial retainer is most likely material incompatibility. Cracking from material incompatibility is due to the interaction between the polycarbonate of the vial retainer component and dioctyl phthalate found in the pen pouch. Chemical compatibility overview for lexan polycarbonate recommends against the use of diocytl phthalate in conjunction with polycarbonate as it results in failure or severe degradation. Corrective actions have been determined to inform sandoz gmbh of material compatibility with the pen pouch. Preventative action has been established for sandoz to update the pen pouch material. H3 other text : see h.10.

Event description:
It has been reported that the pen ii omnitrope pen 5 1.5ml has been found experiencing two occurrences of failure to contain medication before use. The following has been provided by the initial reporter: consumer stated that his son's omnitrope pen 5 is broke. He said when he pulls the cap off there is a white band that has 2 cracks in it, and he actually has to squeeze to hold the cracks together to inject the medication. His son is out of medication as of a day ago, he has now missed one of his injections.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the pen ii omnitrope pen 5 1.5ml has been found experiencing two occurrences of failure to contain medication before use. The following has been provided by the initial reporter: consumer stated that his son's omnitrope pen 5 is broke. He said when he pulls the cap off there is a white band that has 2 cracks in it, and he actually has to squeeze to hold the cracks together to inject the medication. His son is out of medication as of a day ago, he has now missed one of his injections.